Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an ablation interventional procedure using a 10f sheath. Reportedly, the needle plunger could not be pushed down completely. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Indication for use- for sheath sizes greater than 8f in a vein, at least one device and the pre-close technique are required. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam could not be replicated in a testing environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. Reportedly the pre-close technique was not used when closing with a sheath size greater than 8f. It should be noted the prostyle instructions for use (IFU) states: for access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. Based on the information provided it is possible the posterior needle deflected at an angle into the foot. The misalignment prevented capture of cuff tabs and the plunger from fully deploying the needles; however this could not be confirmed. The subsequent treatments are due to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.